Event description:
On (B)(6) 2016, the a1059 mayfield modified skull clamp was in use on a (B)(6) female undergoing a posterior cervical fusion when it slipped and the patient sustained a 2 inch laceration. She was positioned prone at the time and the skull clamp slipped sometime during the case. The laceration was noticed after the case was completed and was sutured by the surgeon. Mayfield skull pins were used.

Manufacturer narrative:
Investigation completed on 12/15/16. Method: - DHR review, -trend analysis, -failure analysis. Device history record reviewed for this product ID serial # (B)(4) manufactured on june 23, 2016 shows no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Trend analysis: no manufacturing or design related trend has been identified. Failure analysis: the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is properly positioned and put under pressure, unit will function properly. Conclusion: in summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements; however, general maintenance is required. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.